Event description:
It was reported that an ilet user experienced frequent fluctuating blood glucose, including a recalled low of 38 mg/dl and highs above 400 mg/dl, in the setting of skipped meal announcements, pausing insulin delivery and forgetting to resume, and consuming carbohydrates without announcing meals. Education on avoiding early or excessive treatment of lows was provided and additional training was scheduled. Symptoms included hypoglycemia and hyperglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed user-related factors, including overtreatment of hypoglycemia with unannounced carbohydrate intake and interrupted insulin delivery due to pausing the system without resumption, contributing to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error, addressed through education and assignment to additional training. This report is being submitted for missed meal announcement. A separate report will be submitted for overtreating hypoglycemia.